Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: when the surgeon went to do the anastomosis with the device, the posterior side of the anastomosis blew out and there was a leak in it. The surgeon said it was a 5mm opening. He had to open and recut the rectum and colon to redo the anastomosis. This time he used another eea28 and after it was fired he was not able to remove it. He could twirl it around 360 degrees but could not move it up or down. He finally removed it by pulling aggressively on it and it did cause serosal tearing that took 2 - 3 sutures to control the bleeding. The pt had been in hosp for 5 days without signs of leaks. This added about 60 more minutes to the case and caused the surgery to go from laparoscopic to open.